Event description:
The rptr stated the surgeon inserted a cc4204a collamer single piece lens in the pt's left eye. The surgeon changed his mind and decided to use an anterior chamber lens instead. The lens was removed with no pt injury. The lens was removed due to pt related condition and not due to the lens. Rptr did not have further info.

Manufacturer narrative:
Eval results: visual inspection of the returned product found the lens optic torn. Lens was returned in liquid. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to pt related condition and was not lens related. (B)(4).